Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the patient underwent hip surgery using accolade hip components on (B)(6) 2007. It is alleged the patient sustained injuries as a result of the implanted devices.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown accolade tmzf hip. Additionally, an unknown lfit anatomic v40 femoral head was also reported. At this time, it cannot be determined which, if either of these devices may have caused or contributed to the patient's experience. The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available - legal case.